Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in a follow-up call on 28-jul-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. Customer is using replacement true metrix meter that was sent on internal report reference number (B)(4). The customer is concerned with test results from results obtained of 223, 154 and 202 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl and expected two hour post meal expected result is 200 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer was not using the proper testing technique. During the call, a blood test was performed by the customer fasting and produced test result of 207 mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/24/2022 and test strips were opened one week prior to call. The meter memory was reviewed for previous test result history (customer was not concerned with the result of 66 mg/dl): (B)(6).

Manufacturer narrative:
Sections with additional information as of 05-oct-2021: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-062: user had poor technique.